Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the cs100 intra-aortic balloon pump (iabp). During diagnostics, it was determined the pump is operating correctly. The unit was returned to the customer for use.

Event description:
It was reported that, during use the cs100 intra-aortic balloon pump (iabp) unit had a "check catheter" alarm displayed. There was no patient harm reported.

Manufacturer narrative:
Due to character restrictions in block e1 event site name : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs100 intra-aortic balloon pump (iabp) unit had a "check catheter" alarm displayed. There was no harm reported